Manufacturer narrative:
Results - visual inspection of the product found the optic torn and one haptic torn off. There was evidence of surgical residue. Conclusion - (no conclusion can be drawn): the root cause for this event cannot be determined because the injector and cartridge were not returned.

Event description:
The surgeon attempted to implant an aq2003v silicone lens, but it was not ejecting properly. The surgeon injected the lens onto the sterile field and the haptic fell off. This was prior to implantation, and there was no pt contact or injury. The surgeon stated the lens may have been defective. An st-45s cartridge was used but the lot number was not provided by the facility. The lot number and model of the injector were not provided by the facility.